Manufacturer narrative:
The event device will not be returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: ni. This report is for the first incident of bleeding. One o.r. Manager confirmed that there were a total of two patients that came back with hernias after use with applied trocars as well as a third case with minor bleeding post operatively additionally, there were also general complaints of seal leakage in some cases. Additional attempts to obtain further details have not been successful. It is unknown what intervention was performed post operatively. The patient status is unknown. Multiple attempts were made with multiple hospital sources to attempt to determine further information regarding the post operative intervention and patient status with no success. Additional information was received via email on 31dec2018 from health system manager. "There were no specifics given. Corporate communicated to us the 'staff' said there were two patients that came back into ER due to bleeding from the port site. No specifics were given. They said and the readmits were very expensive." Patient status: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred.

Event description:
Procedure performed: ni. Event description: the event date is unknown. Linked to: cer (B)(4) (MDR # 2027111 - 2018 - 00451) will address post-operative reported hernia event 1. Cer (B)(4) (MDR # 2027111 - 2019 - 00306) will address post-operative reported hernia event 2. Cer (B)(4) will address return to ER due to bleeding from the port site event 1. Cer (B)(4) (MDR # 2027111 - 2019 - 00308) will address return to ER due to bleeding from the port site event 2. Two weeks post-operatively the patient was found to have a hernia. The trocar was not used during a robotic case. The event trocar was used in the lower right as an assist port only. This was reported by the robotic team lead at the facility. The device was discarded and is not available for return. Additional information was received via email on 30nov2018 from [ ] health system manager: october 17th communication .... [Drs.] Will not use the applied trocars they tried them for 2 weeks and already have seen complications with using the applied trocars. One patient has a hernia and others are leaking. The [non-applied] trocar system and [non-applied] verres needle need to be reactivated per surgeons. I have spoken with [ ] he states it was a hospital wide decision. Additional information was received via email on 28nov2018 from health services: we have had some significant issues with our urology and ob/gyn groups using the 12mm trocars. We have had multiple patient issues and readmits due to bleeding, losing significant pneumo during the case, others are leaking and we have even had a patient develop a hernia. Our or times are higher than they were previously and our pacu recovery times longer. I have communicated that there have been issues to you. Sites have been advised and have stated that there is not a product that will meet the need, unless there is practice changes (adding stiches), and our doctors are unwilling to continue to try and "make this work". Additional information was received from health system manager via telephone on 05dec2018: one o.r. Manager confirmed that there were a total of two patients that came back with hernias after use with applied trocars as well as a third case with minor bleeding post operatively. Additionally, there were also general complaints of seal leakage in some cases. Additional attempts to obtain further details have not been successful. It is unknown what intervention was performed post operatively. The patient status is unknown. Multiple attempts were made with multiple hospital sources to attempt to determine further information regarding the post operative intervention and patient status with no success. Additional information was received from health system manager via email on 31dec2018: there were no specifics given. Corporate communicated to us the [hopsital] "staff" said there were two patients that came back into ER due to bleeding from the port site. No specifics were given. They said and the readmits were very expensive. Patient status: ni.